Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cap module was replaced during the svc call.

Event description:
It was reported that the 9800 sys intermittently had a fast stop error message. No pt injury was reported.